Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that a bolus delivery confirmation notification became frozen won the pump screen. During troubleshooting with tandem technical support, the notification was cleared. Customer's blood glucose level was 218 mg/dl. Reportedly, the customer reverted to an alternate method for insulin delivery.